Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-03261.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29mm sapien 3 valve, the valve did not expand and remained blocked at the aorta. An aortic dissection/rupture, bradycardia, and cardiac arrest occurred. The valve was able to be implanted successfully. The patient status is unknown. Per engineering evaluation of the returned device, liner delamination and sheath shaft torn were observed on the esheath.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29mm sapien 3 valve, the valve did not expand and remained blocked at the aorta. An aortic dissection/rupture, bradycardia, and cardiac arrest occurred. The valve was able to be implanted successfully. The patient status is unknown. Per engineering evaluation of the returned device, liner delamination and sheath shaft torn were observed on the esheath.

Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-03261.

Manufacturer narrative:
Correction to section h6 and updated section d9. The 16f sheath was received with the 29mm commander delivery system fully inserted through it. The returned device was visually inspected, and the following was observed: multiple kinks and along the sheath shaft; circumferential delamination from the hdpe, approximately 3 inches in length from the distal tip; c marker remains attached to the liner; scratches along sheath shaft; hdpe torn at approximately 110 mm from tip that remain attached only from one side. Due to condition of the returned device (liner delaminated, shaft damaged), no applicable functional and dimensional testing were able to be performed.a device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to liner delamination and sheath damaged. A review of the complaint history from january 2021-december 2021 revealed additional similar complaints for liner delamination and sheath damaged for esheath (all models and sizes). The complaints were confirmed, but no manufacturing non-conformities that would have contributed to the reported events were identified. Available information suggested that patient and/or procedural factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.a review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.the complaint for sheath liner delamination and sheath damaged was confirmed based on the condition of the return device. A manufacturing non-conformance was not identified. Reviews of the DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Furthermore, as there was no note of abnormalities during device preparation, it is unlikely that the sheath liner delamination was present out of the box. As reported, ''during the procedure, the valve did not expand and remained blocked at the level of the aorta. The patient suffered a bradycardia, cardiac arrest 3x and an aortic dissection/rupture. At the end, a 29mm sapien 3 valve was successfully implanted without insufficiency''. Per evaluation of the returned device, the sheath was kinked, liner was delaminated, and hdpe was torn. As inflation difficulties were experienced, it is possible that the balloon profile was altered. An altered balloon profile is susceptible to catching on the sheath distal tip during withdrawal efforts. If difficulties were experienced, it is likely that excessive manipulation was used leading to the sheath liner delamination and overall sheath damage. As such, available information suggests that procedural factors (altered balloon profile, excessive manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time.since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective, preventative actions nor product risk assessment (pra) escalation are required.